Event description:
It was reported that during a vats lobectomy procedure, the surgeon fired the stapler on the pulmonary vein and said it did not work. Some staples formed and others did not. Patient had 500ml of blood loss from it. Surgeon was frustrated and used suture to close the vessel. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: did the patient receive a transfusion? No. Did the blood loss have a negative affect on the patient? If so please explain. No. On which firing(s) did this event occur (1st, 2nd, 3rd., etc)? 1st. Was buttressing material utilized? No. Were any difficulties encountered when closing on the tissue? Not that I' aware of. Was the tissue pin in place prior to firing? As far as I know. Was the instrument fired across or near an existing staple line or clip? Not that I' aware of. Was another stapling device used during this surgical procedure? (I.e., cdh, ntlc, tlc, etc.) Yes, echelon flex 45. Were any unexpected noises heard? Not that I' aware of. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. Was proximal and distal control maintained on the tissue during the firing sequence? I don' know. Was the staple line inspected for integrity prior to transecting the tissue? I don't know. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Thin. Was a leak test completed? No. Is a pathology specimen and/or report available? No. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? I don't know. What were the patients pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? I don't know. Was there a recent conversion to ees devices in this account or with this surgeon? No. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.